Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation; device not returned to manufacturer.

Event description:
On (B)(6) 2020, getinge became aware of an issue with power-led surgical light. As it was stated, the dust cover fell off the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field, or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated, the dust cover and plastic cover fell off the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as covers should not fall and it contributed to incident. There is no information if in the time when the event occurred, the device was or was not being used for patient treatment. The possible root causes are : - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device) - inappropriate use. Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).